Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer had not yet loaded a new cartridge at the time of call; however, would contact tandem technical support should issues arise or persist. Customer's blood glucose level was 117 mg/dl.